Event description:
A report was received that the patient will underwent an ipg replacement due to difficulty charging. The patient had undergone non-device related surgeries in which electrocautery was used. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will underwent an ipg replacement due to difficulty charging. The patient had undergone non-device related surgeries in which electrocautery was used. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint was not confirmed. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 7 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate. Review of the charge profile, the patient had difficulty fully charging the ipg. The average charging current is only 24.57 ma. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.